Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that there was a loss of therapy. The consumer could not use therapy because it shocked them where the implant was located. The health care professional (hcp) told the patient to contact a manufacturer representative. This started a month ago ((B)(6) 2016). The patient only sees one hcp and did not have a pain management hcp.